Event description:
It was reported that during a low anterior resection procedure, firing of the stapler was incomplete. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # l54t0l. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: did the device staple: the firing was incomplete. Were there any staples missing from the staple line: no. What was the shape of the staples (b-formation, irregular, legs straight): some staples are irregular in shape. Did the device cut: yes, the device cut. Was the cut line fully circumferential around the target tissue: yes, the cut was fully circumferential around the targeted tissue. If the device fully cut, were all tissue layers present in both donuts when inspected: all the tissue layers present in both the donuts. How was the procedure completed: the procedure was completed by hand sewing.